Manufacturer narrative:
(B)(4).

Event description:
Analysis for the lead was completed. A suture constricting the lead body was noted. The suture was removed and abrasions due to its presence were noted on the outer silicone tubing. Note that since a portion of the lead including the electrode array was not returned an evaluation could not be made on that portion of the lead. Other, than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Analysis was completed for the generator on (B)(6) 2016. An end-of-service warning message was verified and found to be associated with the output being disabled by the pulse generator. Review of the data downloaded from the pulse generator shows an indication of increased impedance. Results of diagnostic tests demonstrate that accurate resistance measurements were obtained and were as expected for the programmed parameters. Electrical evaluation showed that the generator performed according to functional specifications. The electrical performance of the generator concluded that no anomalies exist and the near-end-of-service (neos) condition is an expected event. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The explanted devices were received (B)(6) 2016. Analysis is underway, but has not been completed to-date.

Event description:
It was reported by a medical professional that a vns patient was scheduled for a lead and battery change due to high lead impedance. Full revision surgery occurred on (B)(6) 2016. It was provided by the company representative that he device had been turned off since (B)(6) 2016. The explanted devices have not been received by the manufacturer to-date. Additional relevant information has not been received to-date.